Manufacturer narrative:
(B)(4). Analysis of the pump found cracks on the resonator. The pump passed all non-destructive testing, except for the alarm test.

Event description:
It was reported that the pump was explanted. The drug in the pump was baclofen.